Event description:
It is reported by pt that she underwent left knee tka on (B) (6) 2008. About 3 months post-op, she began experiencing pain. She returned to the surgeon on (B) (6) 2010 and x-rays taken on that date showed loosening of the baseplate. The surgeon recommended a revision, which is scheduled for (B) (6) 2010. At revision, the tibial implant came out with no cement attached.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is completed.